Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up but there was no additional information. They called dvstat with minimal information.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representee (csr) contacted intuitive technical support engineer (tse) to report the surgeon was not able to control the right-hand instruments and it was freezing. The csr advised the customer to perform a system restart and issue was not resolved. The tse viewed logs and no associated errors were present. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed the issue was related to user movements. Procedures have continued without the issue presenting any further. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.